Event description:
The drainage has broken at the level of the r/o marker. The rupture happened during the change procedure: the doctor withdrew the catheter, but the pigtail portion remained into the patient body and was removed using a snare.

Manufacturer narrative:
The product has not been received from the customer. The documentation for the reported lot number was reviewed. The catheter's manufacturing process has been transferred since the reported lot number was manufactured. The raw material lot was the last lot number received from the previous supplier. Per the risk management documentation for the product, the catheter may fracture or break due to improper bonding of the ro band. No other reports have been received for this defect for this lot number and considered a random manufacturing issue. We will continue to monitor and trend.